Event description:
It was reported by the technical support that the patient presented to clinic in a scheduled follow-up. During interrogation of the patient's pacemaker, the device was found to be in radiofrequency (rf) telemetry lockout. However, the device had erroneous message pop-ups due to the telemetry issue. The device was successfully re-interrogated and the device check was performed. The patient will be continued to be monitored at the clinic. The patient was reported to be asymptomatic.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction performed on the investigation conclusion code previously reported as attributed due to device malfunction to cause not established. The product was not returned for analysis and the entry was made in error.